Manufacturer narrative:
This report is submitted on january 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin irritation at magnet site, subsequently, the patient was treated with topical antibiotics (date not reported).